Event description:
While investigating a (B)(6) male patient's battery charger/modem for an unrelated issue, a reportable problem was discovered. Contamination was discovered on the battery charger/modem battery board. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery/charger modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem battery board was contaminated. The root cause ot the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.